Manufacturer narrative:
No button error alarms noted. Unit had no button response due to corroded keypad traces. Keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.